Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the g6 ios transmitter was provided for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).